Event description:
The hospital reported the rear caster broke off during transport of the unit. The unit did not tip or fall.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster base was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).